Event description:
A report was received that the patient¿s device was bothering her. The patient will undergo an explant procedure.

Event description:
A report was received that the patient¿s device was bothering her. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient had problems with weight loss. The ipg was moving. However, the device had nothing to do with the tingling sensation. The patient was concerned where the ipg was located and wanted the revision and, later on, had decided to have the device taken out. The patient underwent an explant procedure with no device malfunction suspected. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm; model #: sc-4316, lot #: 16868698 description: next generation anchor kit-sterile.